Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient received an pacemaker implant due to dizziness. All electrical measurements were acceptable during implant and post-implant. Prior to discharge, the patient continued to developed syncopal episodes. The lead measurements were tested again and a low threshold was noted on the ventricular lead, with noted loss of capture and decreased impedance. The following day after discharge to another facility, the patient developed syncope, was transported to the hospital, and later expired. The physician alleged the lead had dislodged. There was no alleged malfunction of the device.